Manufacturer narrative:
The reported events were lead fracture, noise and over-sensing. As received, only a connector portion of the lead was returned in one piece measuring 6.4cm/ 6.5cm (outer insulation and outer coil/ inner coil).. The reported event of lead fracture was not confirmed. Electrical testing did not find discontinuities, but found internal shorts between conductors due to the outer coil and the inner coil were shorted/twisted consistent with procedural damage. The reported events of lead noise and over-sensing were confirmed. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to the device can [noted at 5.4cm to 5.6cm from the connector pin] located proximal to the connector boot. The cause of the reported events lead noise and over-sensing were isolated to the insulation abrasion found on the lead.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that noise and oversensing was observed on the right ventricular lead. Programming changes were initially made. The lead was later explanted and replaced during a routine generator change out due as it was old and a lead fracture was suspected. There were no patient consequences as a result of the procedure.